Manufacturer narrative:
The pad device was installed on (B)(6) 2010 and operated successfully until (B)(6) 2010. After this date, there are multiple events of 10 minute duration recorded until (B)(6) 2010 which would indicate the device was switching itself on automatically. On (B)(6) 2010 the device failed a manual self test for a low battery. The pad-pak was changed on (B)(6) 2010 but on (B)(6) 2010 the manual events resume. On (B)(6) 2010 the pad-pak is removed. On (B)(6) 2012 the pad-pak is re-inserted and removed again. Another pad-pak is inserted but a 10 minute event occurred on (B)(6) 2012. The problem with the device was attributed to a fault in the membrane. The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no pt involved in this event. This device malfunctioned because it was switching on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.